Manufacturer narrative:
"Us customer contacted cepheid to discuss a patients results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv. Results were returned as sars-cov-2 negative, flu a negative, flu b negative, rsv negative and reported to the physician. Sample 1 repeat 1 occurred (B)(6) 2021 on hologic panther platform and resulted as sars-cov-2 positive. Results reported to the physician. Sample 1 repeat 2 occurred on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv. Results were returned as sars-cov-2 positive, flu a negative, flu b negative, rsv negative. Results not reported to the physician. There is no evidence of product malfunction and no report of patient harm. As per section 3 of xpert xpress sars-cov-2/flu/rsv, eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid."

Event description:
"Us customer contacted cepheid to discuss a patients results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv. Results were returned as sars-cov-2 negative, flu a negative, flu b negative, rsv negative and reported to the physician. Sample 1 repeat 1 occurred (B)(6) 2021 on hologic panther platform and resulted as sars-cov-2 positive. Results reported to the physician. Sample 1 repeat 2 occurred on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv. Results were returned as sars-cov-2 positive, flu a negative, flu b negative, rsv negative. Results not reported to the physician. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm."